Event description:
Syringe pump was set to infuse the medication gentamycin over 30 minutes. Ten minutes after the infusion was started, the pump was alarming. On checking the alarm, it was noticed that the syringe was completely empty. The pump was still set to run for another 20 minutes, so it was not an error in setting the rate or time to run in. It seemed that the pump malfunctioned and ran the dose in over 10 minutes instead of 30. The patient was thoroughly assessed and biomed was called about the equipment malfunction. Doctor was notified; no harm to the patient